Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they've been having issues with their heart and had an angiogram done on (B)(6) 2022 and ever since then they've been experiencing unexpected "jolts/shock waves" of stimulation. Pt stated when they feel the increased stimulation it hurts and they check their intensity settings and notice the intensity increased by itself by 1.0-2.0 levels. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) also emailed field representatives for visibility. Pt also commented that they've always had back pain and has a hard time getting up. Pt stated their hcp told them there is not much else they can do for their back pain.